Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with insulin pump. Customer states that he feels that the insulin pump is under-delivering insulin. Customer blood glucose at the time of call is 400 mg/dl. Customer has treated the high with insulin pump. Customer is not feeling well. No further information reported.